Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's balloon would not fill. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's balloon would not fill. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse ran the unit for 30 minutes with no issues. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.